Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as per attached investigation completed by manufacturing, "it was not possible performed the DHR, due lot number is unknow.. Investigation conclusion: the image sent by the customer was verified and it was possible observe scale marking missing root cause description: according the process evaluation the probable cause for the defect is related to breakage of printing tool, allowing the fail product flow of the process. The incident identified from this complaint will be monitored for trend evaluation."

Event description:
It was reported that syringe plastipak 1ml insulin s/su was missing scale markings. The following information was provided by the initial reporter: "we received a technical complaint at our institution regarding the product syringe without needle, lot 145663, ref. 990256. The notification informs that the syringe came with the body without the graduation. Unfortunately, the fact was only noticed after tampering with the packaging. * lot not found in the system *"